Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent to a lesion in the rca but the device could not cross. The lesion was pre-dilated. The physician used a new device (same model) to complete the procedure. The endeavor resolute device had been inspected before use with no issues noted. No clinical sequelae were reported. Evaluation summary: the distal tip was flared. The stent was stretched and pulled distally and was not positioned correctly on the balloon between the inner shaft markers as per specification requirements. The first 6 proximal segments and first 3 distal segments were intact, all other segments in between were deformed, stretched and pulled distally. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: related to operational context (device inspected prior to use with no issues noted. Stent damage is most likely procedural related). Inherent risk of procedure (stent deformation). Deformation problem. Evaluation conclusions: operational context contributed to event (device inspected prior to use with no issues noted. Stent damage is most likely procedural related). Known inherent risk of procedure (stent deformation). (B)(4).